Event description:
Additional information from the hcp reports the hcp reports the symptoms the patient experienced were flushed face, itching, spasms, drowsiness, and flaccidity. The patient outcome after the pump replacement was "no apparant residual sequela."

Event description:
The manufacturer' rep reported the pt had been experiencing overdose and withdrawal symptoms over the previous 3 weeks. The hcp checked the telemetry logs and noted multiple motor stalls with recovery. However, the motor stall that had occurred that day had not recovered.

Event description:
Additional information from the hcp reports the pump critical alarm had been heard by the patient's mother. Prior to the pump replacement, the hcp treated the patient with supplemental oral baclofen and a decrease in the rate of the intrathecal medication dose.,